Manufacturer narrative:
H10. There is no additional information available. Pending investigation.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2021, and then experienced revision surgical procedure on (B)(6) 2023 approximately 1 year and 11 months after initial implant. No images were provided. There is no device information provided. There is no other information available.

Manufacturer narrative:
1038671-2023-00759 correction: please disregard this report as it was reported in error. Event was previously reported under report # 1038671-2023-00759.